Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unresponsive with both batteries disconnected, one lying on the ground and the other upside down in the vest pocket unattached from the battery clip. The patient¿s daughter reported an audible and visual red heart alarm. She re-connected the batteries and the lvad restarted; however, the patient remained unresponsive. The length of time that the power was disconnected is unknown. The patient expired. An autopsy was not performed.

Manufacturer narrative:
The reported event could not be confirmed as the pump was not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 10 months. It was reported that the pump would not be returning for evaluation as an autopsy was not performed and the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.